Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited lowering impedances, rising thresholds and intermittent noise. A revision was performed and an adequate spot could not be found. The lead was explanted and replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.